Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, the physician had difficulty inserting the right atrial lead into the pulse generator header. With the use of silicone oil, the lead successfully advanced into the header.